Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The removal surgery scheduled for (B)(6) 2018 has been canceled. Removal surgery will take place, but the rescheduled date is as yet unknown.

Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Additional product code: jds. Unknown date in 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is scheduled to undergo revision on (B)(6) 2018, to remove the following hardware: one (1) titanium cannulated tibial nail, one (1) locking compression plate (lcp) plate 6 holes, one (1) titanium locking screw 60mm, one (1) titanium locking screw 76mm, one (1) titanium locking screw 30mm, one (1) titanium locking screw 50mm and one (1) cortex screw self-tapping, due to osteomyelitis. The hardware was originally implanted for a fracture repair surgery to the right tibia on an unknown date in 2017. This is report 6 of 7 for (B)(4).